Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17 apr 2024, it was reported that infusion set cannula was crimped with six infusion sets which 6 times 03/01/24 on unknown dates. The patient noticed the symptoms within three hours of insertion in thigh and hips sometimes abdomen. Patient's blood glucose level was around 200-330 mg/dl; between 54-500 mg/dl (3.0-27.7 mmol/l) and the patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 6.